Event description:
The patient contacted animas on (B)(6) 2013 reporting that the the pump has a crack on the battery compartment. The patient stated that they do have a history of pump losing power at least one time. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: power on resets observed in the black box. No damage found to the returned battery cap. The battery compartment has a crack from threads to the case seal. Returned battery cap is able to carefully attach to the pump and power it up; no power loss was duplicated with returned battery cap. A 24-hr duration test was successfully completed using returned battery cap; no loss of power and no alarms were duplicated. To further investigate the pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. A pinkish contrast was observed on the display screen. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.